Event description:
It was reported that the device had a detached downstream occlusion (dso) seal. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection confirmed the reported issue. The downstream occlusion (dso) seal is detached and the upstream occlusion (uso) seal is buckling. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The dso and uso seals were both replaced.